Manufacturer narrative:
The actual device was not available; however, a picture of the sample was provided for evaluation. The visual inspection observed that the cone of the return male luer lock was broken. The reported condition was verified. The cause of the damage was design related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with one unit of prismaflex m100, the return line connector which is connected to the patient cannula was observed to be broken and a fluid leak was observed. The treatment was discontinued and started over with a new set. There was no patient injury or medical intervention associated with this event. No additional information is available.